Event description:
It was reported that the patient with this pacemaker device was found in safety mode. Technical services (ts) recommended to have the device replaced. This device remains in service. No adverse patient effects were reported.